Event description:
It was reported that the ilet cartridge was leaking at the seal partway through use, during which the device displayed insulin on board while the user¿s glucose remained elevated, prompting a site and cartridge change; the issue involved the reservoir and a leak/splash device problem. Customer care provided support that included multiple follow up to retrieve pertinent information without success. Investigation of this case revealed a leakage at the seal consistent with a reservoir component issue and a leak/splash problem. Symptoms included insufficient information. Outcomes included insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.